Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer received a motor error alarm and is unable to rewind. Customer's blood glucose is 495 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.